Event description:
The unit failed extended self test during routine servicing. Respironics service tech found a torn check valve. The check valve was replaced with a new design check valve and the unit passed all testing.